Event description:
Incident reported that during the first week of (B)(6) 2010, some donors from the center plauen/zwickau complaint about reddish, itching nodule, that looked like a mosquito bite, and that developed at the puncture site, between 2 days to 3 weeks after blood donation. The skin reaction is still visible 3 weeks after the donation. Since (B)(6) 2010 drk blutspendedienst ost observed an increase in the number of incidents. Because their centers in chemnitz, cottbus, dresden and potsdam did not report any cases, drk started to register them systematically. Since early august, new cases were observed with new needles in all centers. Until now, 125 registered donors have been reported with changes to their skin.

Manufacturer narrative:
Manufacturer investigation results.